Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results from all results reviewed in the meter memory. The customer¿s expected am fasting blood glucose test result range is 90-130 mg/dl. The customer reported feeling dizzy and weak; medical attention was not needed at the time of the call. Customer stated she is not eating and taking her medication which she stated is not advised. Customer stated that her blood pressure is also up. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/22/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (customer unable to see date/time): result 1: 289 mg/dl fasting result 2: 334 mg/dl fasting result 3: 238 mg/dl fasting result 4: hi fasting (per customer performed on 3/19/2023 in the evening) result 5: 193 mg/dl fasting result 6: 203 mg/dl fasting result 7: 215 mg/dl fasting

Manufacturer narrative:
Internal report reference number: 133154-1. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved but she was still experiencing some dizziness. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer reported she was not currently having any diabetic symptoms; customer stated she thought the symptoms had been related to her high blood pressure.

Manufacturer narrative:
Sections with additional information as of 15-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.